Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 463 mg/dl at the time of the incident and was treated with bolus through the insulin pump. The customer stated that they were having high blood glucose and were going on since last month and they were still experiencing high sugars after bolus. The customer was not calling back to perform an high pressure test. The customer reported that they feel okay for troubleshooting. The customer was not calling back to perform a high pressure test. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was had a backup plan available. The customer does not allege that the insulin pump was under delivering. The customer reported that the insulin did not exit at the quick release. The insulin pump will not be returned for analysis.